Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the observed air. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the air. The technical service representative assisted the caregiver with ending therapy and the patient was to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.